Event description:
The facility reported a colleague infusion pump with failure code 808:02. It is unknown when or in which care area this event occurred. The facility did not have information regarding patient involvement or whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 808:02 was confirmed but not reproduced during product evaluation. The assignable cause for the reported problem was determined to be a defective pumphead module (phm). The condition was resolved by replacing the phm.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.